Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured between november 15-17, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed that there was fluid inside the device¿s bladder which suggested that a possible under infusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusors underinfused during patient infusion via a peripherally inserted central catheter (PICC) line. It was observed that the device did not fully infuse the expected medication dose after 23 hours of connection. The device was not maintained at the same high as line insertion, hence, the under infusion. The device contained 13500mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.